Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse obtained the alarm audit log, and reviewed the clinical audit log. The log showed the red "ECG alarms off¿ alarm repeatedly over the course of the alleged incident. The alarms off notification is always accompanied by a notification that the red alarm sound played. The fse verified that the sound was functional at the pic ix. The clinical staff indicated they were expecting a full re-alarm after three minutes rather than a reminder, however, this matches the setting as configured in the piic ix. There was no product malfunction; this is considered a user issue, as the alarms were seen to have occurred, and had reminders. A philips clinical specialist (cs) discussed with the customer possible changes to the configuration to make the alarm settings line up with their expectations. We will consider that the customer resolved the issue using the information provided by the fse and cs and that the device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Event description:
The customer reported that on (B)(6) 2019 at approximately 1:06am to 1:47am on bed 5w30c, the patient's ECG leads came off for approximately 40 minutes; the staff indicated they did not hear a red "ECG lead off" alarm at the central station (pic ix), even though the telemetry device (mx40) alarmed properly. There was a delay in responding to the patient. The patient was resuscitated, but died the next day.